Event description:
The customer reported the screen went black with orange numbers and restarted ventilator. The customer reported no patient involvement, no patient harm. The manufacturers field service engineer replaced the power supply to correct the reported issue. The device passed all manufacturers required testing.

Manufacturer narrative:
Event date: (B)(6) 2014. MFR received date: 11/18/2014. Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).